Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the flat mesh may have caused or contributed to the events as alleged. The information provided is limited to the maude event report. Multiple good faith efforts have been made to obtain additional information, with no response from the patient contact with additional information. At this time no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5076694): "had inguinal laparoscopic hernia surgery, mesh installed by dr. (B) (6). Bard-davol mesh cat # 0112720 polypropylene mesh. Consistent recurrent pain, both persistent mid level pain and recurrent very intense sharp needle patient in the area of the mesh implant."